Event description:
Meter was set to the incorrect unit of measurement. The pt called the nurse for advice; however, the pt was not feeling unwell at the time. The pt received no treatment. The nurse noticed that the reported meter was set to mg/dl instead of mmol/l; no results obtained on the meter were provided. The nurse did not have the meter within her when she contacted lifescan. However, she stated that the meter had been previously set to correct unit of measurement and the units of measurement had not been recently reset in the meter settings. There is no indication that the pt experienced injury or medical intervention due to the product. As the pt had not recently changed the meter settings, the meter units of measurement may have spontaneously changed. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Event description:
The patient's nurse contacted lifescan alleging that the patient's one touch ultra meter was set to the incorrect unit of measurement. The patient called the nurse for advice; however, the patient was not feeling unwell at the time. The patient received no treatment. The nurse noticed that the reported meter was set to mg/dl instead of mmol/l; no results obtained on the meter were provided. The nurse did not have the meter with her when she contacted lifescan. However, she stated that the meter had been previously set to the correct unit of measurement and the units of measurement had not been recently reset in the meter settings. There is no indication that the patient experienced injury or medical intervention due to the product. As the patient had not recently changed the meter settings, the meter units of measurement may have spontaneously changed. There is an indication that the prouct malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and conrol solution were replaced.